Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead implant was unsuccessful due to positioning difficulty and the helix extension and retraction required excessive turns. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.